Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was jammed and failed to open. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 5.1 and 5.2 in the auxiliary have failed reporting not detected on the bus. A field service engineer (fse) found that found that the light-emitting diodes were not illuminated on the module controller. The fse tested the drawer controllers and confirmed both were functioning properly. The fse then replaced the pyxibus module controller and powered up the system, all light-emitting diodes illuminated correctly. The system functioned as intended after the field service engineer repaired the device.